Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient saw their healthcare provider (hcp) and their ins was set to 0. They had been having facial twisting yesterday and today. The programmer showed stimulation was on during the call. It was noted the patient was unable to turn the device on or off, only to check its status. They were directed to follow-up with their hcp to check the settings in regards to the twitching. No further complications were reported as a result of this event.